Manufacturer narrative:
A smiths medical medfusion pump was returned and the top case was found to be counterfeit. The motor was found to be noisy during operation at slower speeds. The motor assembly was found to no longer work properly as a result of normal wear. The pump is over 14 years old and replacing the motor assembly resolved the issue. The cause was found to be from normal wear. The initial complaint was confirmed.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the tamper seal was removed/broken and the top case was counterfeit. Functional testing involved a flow test and it was found that the motor was noisy during operation and was running at slower speeds. The investigation determined that the motor assembly not working properly as a result of normal wear was the cause of the reported issue. It was noted that the pump was over fourteen (14) years old. The motor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump failed preventive maintenance. It was reported that the pump exhibited "excessive motor." No adverse effects were reported.